Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: failure to deploy foot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the foot did not deploy. The method of how hemostasis was achieved is unknown. There were no reported adverse patient effects. Though requested, no additional information was provided.